Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 3 years post-op, the patient is experiencing pain and a limited range of motion. There are no plans to pursue a revision surgery at this time as x-rays show no complications. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42572606201 - femur cemented cruciate retaining (cr) standard nitrided left size 7 - 65588791. 42512100411 - articular surface medial congruent (mc) left 11 mm height use with tibia sizes c-d/cr femur sizes 6-7 - 65560253. 42532006701 - tibia cemented 5 degree stemmed left size d - 65561150. 42540000032 - all poly patella cemented 32 mm diameter - 65857926. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.